Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ophthalmic scissors broke during fibrotic membrane cutting in the vitrectomy procedure. The surgery was completed on the same day. Patient impact have not been provided. Additional information has been requested, none received till date.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its inner blister, covered with the tyvek foil shows the lot information, and another foil bag. The device shows macroscopic signs of damage, namely that one blade is broken off. The instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage. The break of the scissor cannot be located which is why it could not be assessed. As the blister was opened by the customer, the product was handled. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturing products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).